Event description:
Customer reported the nurse fell on loose cover in rear of md eleva system and was injured.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.